Manufacturer narrative:
Additional information was received on october 27, 2020. In addition to the issues reported initially, the patient also experienced a burning sensation indicative of paresthesia bilaterally. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with mentor smooth round moderate profile 425cc saline prosthesis experienced a bilateral local reaction and left sided deflation post procedure. The breasts were described to have swollen. Magnetic resonance imaging of the left implant demonstrated that it had deflation. A biopsy of the left implant was done and demonstrated inflammation. Also, there was pain bilaterally. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2020-11345 for contralateral prosthesis report.